Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6) 2012, to correct a recurrent anterior prolapse. The physician noted that it was hard to delineate the sacrospinous ligament due to scarring, and he encountered some difficulty withdrawing the right-side leg assembly, although he checked that it was not looped and knotted on itself. The following day, the patient presented with a slow build-up and then sudden worsening of lower abdominal pain, and felt a popping sensation in her abdominal/pelvic region after getting up. Reportedly, the patient also presented with a pelvic mass, and this and the worsening pain were initially thought to be related to the bladder; however, there was minimal urine after an idc was placed. A re-examination confirmed the presence of a right-side lower abdominal/pelvic mass, which was thought to be a hematoma. The patient was prescribed analgesia (type and duration unknown), was monitored with transfer to a high dependency unit, and was placed on IV fluids. On may 23, 2012, the patient was noted to be clinically well and was discharged home. The patient was initially followed by a general physician at home, then on july 19, 2012, was seen by the implanting physician. She presented with anaerobes on a vaginal swab, and was prescribed metronidazole (prescription duration unknown). The patient was reportedly very well, however her mass was still palpable. The implanting physician believes that while the uphold device itself did not cause the hematoma, there had likely been some damage to a vessel during the placement of the right-side leg assembly through the sacrospinous ligament that led to bleeding and the retroperitoneal hematoma. The patient is reportedly fine and in stable condition.

Manufacturer narrative:
(B)(6).